Manufacturer narrative:
(B)(6). The marathon micro catheter was returned for evaluation and the clinical observation was confirmed. The returned marathon micro catheter was found to be ruptured at ~7.0 cm from the distal tip. Onyx residue was found within the marathon micro catheter hub and occluding the distal tip lumen. No issues were found with the marathon micro catheter hub. The marathon micro catheter was pressurized with water and found non-patent. It is likely the marathon micro catheter is occluded with the onyx les. The remaining onyx les will not be returned as it was consumed in the event. No other anomalies were observed. The returned marathon micro catheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the micro catheter. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to injection rate, use of palm of hand pressure or increased injection force against resistance. The injection rate was reported to be 0.10 - 0.15 ml/min which did not exceed the injection rate as per the IFU (instructions for use). It was not reported whether thumb or palm of hand pressure was used during injection. Per the onyx liquid embolic system IFU (instructions for use): ¿testing has shown that over-pressurization and rupture can occur if 0.05 ml of onyx les is injected and is not visualized exiting the catheter tip. Solidification of the onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. Use only thumb pressure to inject the recommended rate of 0.16 ml/min. Do not exceed 0.3 ml/min injection rate. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion.¿ per the marathon IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury.¿ mdrs from this event: 2029214-2017-00991. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during onyx injection, the marathon microcatheter reportedly ruptured proximal to the distal radiopaque tip. The microcatheter was removed and replaced with a new device and the same onyx to complete the procedure. No injury reported. The patient was receiving onyx embolization to treat a dural av fistula (davf). Vessel tortuosity was moderate and the access vessel was the middle meningeal artery (mma). The main feeder was from the mma which was moderately tortuous. The marathon reached the nidus of the davf, after which super-selective angio was performed. The contrast was removed with 10 ml saline. The marathon was then primed with dmso to fill the dead space with 0.23 ml at a rate of 0.1 ml/min. After 2-2.5 minutes, onyx-18 injection began at the rate of 0.1 ml/min. There was no friction or difficulty during delivery. Injection rate was 0.10 - 0.15 ml/min. After 3-3.5 minutes of injection, the catheter was reportedly ruptured proximal to the distal radiopaque tip. Approximately 0.1 - 0.2 ml of onyx came out of the distal tip and less than that out of the rupture site. Some of the onyx reportedly settled into the middle meningeal artery. The catheter was removed and replaced with a new device to complete the procedure. There were no patient complications as a result of the issue.